Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as severe tortuosity and there was an 80 degree angulation in the iliac limb. It was reported the stent graft system was implanted, however, due to the angulation in the iliac limb there was a slight kink in the iliac stent graft. The physician elected to place a balloon expandable bare metal stent at the point of the angulation. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval codes, results and conclusions - (severe tortuosity and there was an 80 degree angulation in the iliac limb).